Manufacturer narrative:
The calcium reagent lot number is 78716101 and the expiration date is 30-jun-2025. The cholesterol reagent lot number is 78241901 and the expiration date is 31-oct-2024. Calcium was last calibrated on (B)(6) 2024. Cholesterol was last calibrated on (B)(6) 2024. The calibrations were within specifications. It was found that the customer centrifuges patient samples for 2 minutes, which may be too short. The alarm trace showed abnormal aspiration, sample short, sample foam detection, and sample clot detection errors. These are indicators of possible poor sample quality. The field service engineer (fse) found that the cell rinse was overfilling and adjusted it. The fse cleaned the cell rinse flow path and a solenoid valve and performed primes, checks, bath exchanges, precision testing, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable chol2 cholesterol gen.2 and ca2 calcium gen.2 results for 3 patient plasma samples on a cobas c 503 analytical unit. The customer noticed several questionable results from patient samples which prompted them to repeat other patient samples. For patient 1, the initial cholesterol result was 13.2 mg/dl. The sample was repeated on another analyzer and the result was 200 mg/dl. For patient 2, the initial calcium result was 5.49 mg/dl. The sample was repeated on another analyzer and the result was 8.49 mg/dl. For patient 3, the initial calcium result was 1.95 mg/dl. The sample was repeated on another analyzer and the result was 8.13 mg/dl. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.